Event description:
A patient underwent a hiatal hernia repair procedure (hhr) procedure conducted either laparoscopically or robotically, followed by a tif (transoral incisionless fundoplication) procedure. During the tif procedure with the esophyx device, the physician noted the tissue mold became unresponsive with the tissue mold in the closed position. The established procedure in the instruction for use (IFU) to resolve the malfunction of the esophyx device was followed by the physician, and the device was uneventfully removed from the patient. A second esophyx device was used to successfully complete the tif procedure. No patient injury was reported as a result of this malfunction.

Manufacturer narrative:
The device was returned for evaluation at endogastric solutions (egs) and the noted damage to the device is consistent with the process within the IFU to troubleshoot an unresponsive tissue mold in the closed position. During the device evaluation, the evaluator was able to manually close the tissue mold several times by hand. Following each manual closure, the evaluator observed the tissue mold retuning to the open position each time without assist. A review of manufacturing records for this device was conducted and all components and devices used within this product lot passed all acceptance activities. Based on the available information received and engineering evaluation by egs, the cause of the reported incident cannot be conclusively determined. There was no reported patient impact associated with this event. This is being reported because if there is recurrence of this malfunction, a serious adverse event may occur. Egs is in the process of obtaining patient information, a follow up report will be submitted if additional information is obtained.

Manufacturer narrative:
This medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [1721504] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. 1600 west merit parkway south jordan, ut 84095 801-253-1600. Corrections to this medwatch report: d6a - implant date was added updated/replaced a code to include 2921 updated/replaced c code to include 4256 updated g3- date received by manufacturer merit medical updated/replaced g code to include: 788